Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm and no display. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The visual inspection and functional testing performed showed the device performed as expected. The reported issue could not be confirmed. No problem was identified.